Event description:
During the index procedure, 1 complete se peripheral stent, length 60 mm, diameter 6 mm, was successfully implanted to the pt's left external iliac. Approximately 6 months post index procedure, a clinically driven target vessel revascularization was performed due to symptoms of peripheral artery disease. The pt underwent balloon angioplasty and cryoplasty to treat the restenosis. Pt was discharged home. Approximately 13 months post index procedure, a fem-fem bypass was performed using a synthetic graft. Flow was resumed to the lower extremities with a much improved dorsalis pedis and posterior tibial pulse on the left side. Pt tolerated the procedure well.

Manufacturer narrative:
(B)(4): eval results: (revascularization).